Event description:
It was reported that the user¿s ilet pump displayed a low insulin alert while the user had prolonged hyperglycemia, and the user elected to disconnect from the pump and administer a subcutaneous insulin pen injection, planning a supply change later; no specific device malfunction was identified and device component details were insufficient. Symptoms included hyperglycemia with a highest reported glucose of 268 mg/dl. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information, and the medical device problem could not be characterized further due to limited details. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.